Manufacturer narrative:
Skin irritation, redness, swelling, pain, or bruising, at insertion site is a known potential anticipated/expected adverse effect. G1-2 contact information was updated.

Manufacturer narrative:
Manufacturer is currently performing an investigation and will provide the results in a supplemental report.

Event description:
On (B)(6) 2019, senseonics was made aware of an instance where a patient developed pain at the site where the eversense sensor was implanted.